Event description:
It was reported that the right atrial lead exhibited elevated impedance of 1850 ohms and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The connector piece measured 6.2 cm and the electrode tip piece measured 46.7 cm. An insulation abrasion was located at 3.8 cm t o 4.6 cm and 17.2 cm to 19.5 cm from the electrode tip. The location of the abrasion was consistent with friction to the device can.